Event description:
Consumer called to report meter giving some very erratic readings. Analysis run on clark error grid using mean avg reading (315) as ref point vs bd readings (460, 170) yielded data points in the d/d range of the grid, outside acceptable limits.